Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and call back if the issue reappeared.